Manufacturer narrative:
Any missing or incomplete data on form 3500a is the result of information not being provided by the reporter. Despite multiple attempts to obtain such information from the reporter medtronic is unable to provide complete information. Evaluation summary tce001074r device within specification; full lead returned.